Manufacturer narrative:
The insulin pump was received with critical pump error alarm. The insulin pump was received with critical pump error alarm and pump error 35 alarm was found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self-test, displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. No moisture damage was found on the electronic assembly however, found corrosion on the motor home switch during visual inspection. The insulin pump was received with scratched case, serial number label fading, end cap address label peeling and fading, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 16.1 mmol/l at the time of incident. The insulin pump will be returned for analysis.